Manufacturer narrative:
B5 - the reporter indicated that a 12.1mm, vticm5_12.1, -7.50/6.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated with low vault and refractive surprise was observed. Cause of the event is reported as unknown. Per reporter on (B)(6) 2020, "patient in accident. Eye surgery is not possible for the next two months. Lens repositioning was performed on (B)(6) 2021 which resolved the problem. Reportedly, the patient is happy. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -7.50/6.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault and refractive surprise was observed. The lens remains implanted. Cause of the event is reported as unknown. Per reporter on (B)(6) 2020, "patient in accident. Eye surgery is not possible for the next two months." If additional information is received a supplemental medwatch report will be submitted